Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic ultrasonography (eus) fine needle aspiration (fna) procedure with an undetermined pancreas occupation, the physician used a cook echotip ultra endoscopic ultrasound needle. It was reported that the user advanced the needle device through endoscope to target area and completed biospy 15 times , but the needle would not retract into the sheath afterward. The physician then changed to another of the same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. There was a red dried substance noted on the handle. The needle was returned extended from the sheath and the handle was in the retracted position. The sheath had a significant kink at the base of the handle. The handle was manipulated and the needle did not advance or retract. The handle provided no resistance and the needle did not seem to be moving inside the sheath or the handle. The handle was disassembled for further evaluation, and it was confirmed that the needle was disconnected inside the handle. The needle was removed from the device and noted to be broken into two pieces. Under visual magnification, it was determined the broken portion of the needle had a bend on both sections of the needle. A lab meeting was held with quality engineering, production leadership from metals, and manufacturing engineering on 14 december 2022. There appeared to be no manufacturing discrepancies that were present, confirming the needle and handle were assembled correctly during the manufacturing process. It was determined that the bend/broken sections of the needle lined up with where the significant kink in the sheath was present. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed the report of needle unable to retract due to the needle breaking and detaching at the handle end. A root cause was not able to be determined for the breakage and detachment. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use the instructions for use also cautions the user that, "during needle adjustment or extension, ensure device has been attached to accessory channel." Attaching the needle to the endoscope will also aid in preserving the device integrity and function. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.